Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was about to go to sleep when she noticed an error message stating, ¿brief sensor issue ¿ wait for 3 hours¿. The patient decided to go to sleep at approximately (B)(6) pm. Later that evening, the patient stated that her husband attempted to wake her but could not as she was unresponsive and felt cold. Upon noticing her condition, her husband immediately transported her to the hospital where she arrived at approximately (B)(6) pm. When the patient arrived at the hospital, she was still unconscious. No fingerstick reading was reported, but the patient was treated with intravenous glucose. At approximately (B)(6) am, the patient regained consciousness. When a fingerstick was taken after treatment the blood glucose reading was 110 mg/dl. A subsequent fingerstick reading confirmed that her levels remained within the normal range. At the time of the report, (B)(6)2026, the patient was still at the hospital but was stable. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.